Event description:
Procedure type: orthopedic. According to the reporter: in an article entitled, "operative treatment of schwannoma, the primary sacral tumor case presentation, " as published on 05/30/2012, by the polish orthopedics and traumatology. This article describes the treatment of a 38 year old female pt for primary sacral tumor. After the tumor was removed, permacol mesh was implanted to reconstruct the pelvic wall. Muscle flaps were secured with dissolvable sutures to the mesh. On the tenth day postoperatively, the pt developed a leak of serous fluid from the central part of the wound. No pathogens were cultured. Surgical wound was revised after twelve days of vac therapy. Permacol mesh was removed as it was a suspected reason for the exudate. The wound continued to produce exudate until discharge (postoperative day: 40). Sixty days after the surgical revision, a 2mm fistula was noted. Ninety days after the surgical revision, the exudate stopped and the fistula closed without intervention.

Manufacturer narrative:
(B)(4).